Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chipped adhesive at the light guide cover lens, chipped adhesive of the charge coupled device cover glass and defective thread of distal end. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited chipped adhesive at the light guide cover lens, chipped adhesive of the charge coupled device cover glass and defective thread of distal end. There was no patient involvement.